Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) due to urethral atrophy. A revision surgery was performed in which the existing cuff was removed and replaced. Although a suspected leak had previously been reported, there were no device issues found during the procedure. The patient was expected to fully recover.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) due to mechanical issues caused by a leak in the system. A revision surgery has been scheduled but no further information has been provided. No patient complications were reported.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis. The reported patient symptoms are known risks associated with ams 800 procedures and are noted as such in the device instructions for use. DHR review: a DHR and ship history cannot be performed as the serial/lot number for this component was not available. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ams 800 instructions for use (IFU). The ams 800 IFU lists urethral atrophy and urinary incontinence as potential adverse events associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) due to urethral atrophy. A revision surgery was performed in which the existing cuff was removed and replaced. Although a suspected leak had previously been reported, there were no device issues noted during the procedure. The patient was expected to fully recover.